Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: h6 - device codes: code 1212 incorrectly added to the initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.001.210s. Lot number: l962229. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: july 4, 2018. Expiry date: june 1, 2028. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.001.210 with lot h649218: manufacturing location: (B)(4). Manufacturing date: may 25, 2018. Part number: 04.001.210, 7mm ti cannulated proximal humeral nail-ex/150mm. Lot number: h649218 (non-sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log (pll), lmd was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 21039, tialnbri9.50. Lot number: h530271. Lot quantity: (B)(4) lbs. Certified test report and certificate of test supplied by (B)(4) dated (B)(6) 2017 and certificate of test supplied to (B)(4) dated june 26, 2017 were reviewed and determined to be conforming. Lot summary report dated (B)(6) 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent removal surgery of the spiral blade and end cap due to normal bone union. At the end of 2019 the patient underwent the surgery for humeral fractures by using the expert humeral nailing system. On (B)(6) 2020, removal surgery was performed. During the removal surgery, the spiral blade broke at the head. The broken part of the spiral blade and nail were left in the patient¿s body. This event likely happened because the surgeon tried to pull out the spiral blade without detaching the end cap. It is unknown whether re-operation can be performed or not because of the patient¿s alcohol dependence. Concomitant devices reported: locking screw (part number unknown, lot unknown, quantity 1), end cap (part unknown, lot unknown, quantity 1), spiral blade f/uhn+phn l38 tan (part number 462.638s, 1l94676, quantity 1). This report involves one (1) 7mm ti cannulated proximal humeral nail-ex/150mm-sterile. This is report 2 of 2 for (B)(4).